Event description:
It was reported that the shock lead impedance had been increasing since the previous may. The most recent measurement was 141 ohms. It was noted that the pace impedance was also high, out-of-range, and the pace thresholds were on the high end. No noise was present on the right ventricular (rv) channel. Technical services recommended performing a commanded shock to evaluate system integrity. The patient did not pace at all, and it was possible they could just be monitored until the next planned device changeout if there was no additional change in lead function. The implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.